Event description:
It was reported that the patient passed out and fell after receiving an appropriate shock; when patient began to "come to" patient vomited. It was also reported that the right ventricular [rv] lead may have been oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.